Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 449mg/dl. The customer decline trouble shooting for high blood glucose. The customer states tried delivering bolus, pump would not deliver bolus. The customer tried to deliver bolus but pump kept timing out. Customer was assisted with deliver bolus and customer was provided with trainer information. The pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.